Event description:
Patient reports having tried 3 different times to start treatment, but the edges of the aligners are too sharp and obtrusive (especially lower one- ridges that stick out to far) and cut into the sides of the tongue causing bleeding, inflammation, sensitivity, and discomfort. The gums and cheeks get nicked and raw. Each time this happens; the patient can't get passed the 3rd trays because it's so uncomfortable. Additionally, the patient reports considerable jaw pain (at level 6) each time with the treatment.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.